Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On 07/11/2024, it was reported that on (B)(6) 2024 the cgm was showing low but the patient felt normal. The bg was not checked but the patient treated the low by unspecified means and reportedly ended up in the hospital because of the false reading. Later that day, the patient felt sick. She checked the bg which was over 500 mgdl while the egv was 180 mgdl. Her husband drove her to the hospital. At the hospital, her cgm was 200 mgdl but the bg was around mid 500 mgdl. The patient was given fluids and intravenous (IV) insulin. The patient had diabetic ketoacidosis (dka). She was discharged from the hospital after 5 hours when her reading started to go down. The patients doctor advised her to monitor her glucose. The patient was okay at the time of the report. There was no documentation of further medical evaluation or intervention. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.